Event description:
Hcp reports patient presented in 2006 with signs of infection including redness of the device pocket the hcp reports the patient did not have meningitis. No cultures were obtained. The patient was treated with oral antibiotics. Decubitus ulcers were listed as a risk factor for this patient. The infection has resolved. No report of device explantation.